Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. The analysis revealed that the eri battery status was activated on august 09, 2021. The battery condition as well as the current consumption were normal and as expected. In particular, the pacemaker was programmed to higher current parameters (4.8 v at 1.0 ms) leading to a higher current consumption draining the battery. No device malfunction was noted based on all data available for analysis. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device explanted due to battery depletion.